Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage 2.65 v after 31.7 months of implant. No adverse patient effects were reported. Over six years later, this ICD was explanted and successfully replaced. There were no additional allegations against the functionality of the device. No adverse patient effects were reported. The device is not expected to be returned.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.